Event description:
It was reported that adhesive did not stick due to this blood glucose levels were high on 25-feb-2026.

Manufacturer narrative:
MDR . /initial 1 of 4. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.